Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor would not power on. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon receipt the monitor would not power on. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event occurred due to the failure to power on. The last pt to use this monitor did not report any problems.